Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer that the customer had gone to the emergency room due to a diabetic seizure and the customer lacerated their tongue. Blood glucose was 78 mg/dl and diabetes type 1 was reported as the suspected cause. A MRI, echo-cardiogram and blood work was performed. Although requested, additional information regarding the event was not provided.